Manufacturer narrative:
Correction: the medical device problem code of a24 was added to this report as it was inadvertently left out in the initial report. Product complaint # (B)(4). Investigation summary: mechanical interaction with blood (hemolysis): the root cause of the hemolysis was not determined due to lack of conclusive evidence from data logs and insufficient clinical details regarding whether the hemolysis resolved. Access site adverse event (hematoma, major bleed): the root cause of the hematoma and access site bleeding was most likely patient condition related based on the provided clinical details. Device history lot: device lot: 1961732. Device history batch: subcomponent lot: n/a. Device history review: pump #(B)(4) passed all post-sterile inspection checks.

Manufacturer narrative:
B3: corrected date of event.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella cp device was inserted into the left femoral artery in a 55-year-old male patient presenting with an out-of-hospital cardiac arrest requiring cardiopulmonary resuscitation (CPR), acute myocardial infarction (ami) and cardiogenic shock (cgs), in scai stage e shock, prior to initiation of support. The impella was inserted for ventricular support for a high-risk percutaneous coronary intervention (pci). During the procedure, a hematoma was noted at the access site. Heparin 12,000 units and brilinta were given for the pci. The activated clotting time (act) was 271. While the patient was in the intensive care unit (ICU), excessive bleeding was noted at the access site. One unit of packed red blood cells (prbc) was given. There was a possible coagulopathy disorder. Pulses were present in the impella leg. There was a concern for hemolysis. The lactate dehydrogenase (ldh) was over 12,000. A plasma free hemoglobin was pending. The patient was on continuous renal replacement therapy (crrt) and receiving multiple inotropes/vasopressors (epinephrine 0.3, norepinephrine 0.08, and dobutamine 2.5). The impella was repositioned under echocardiogram. The device functioned at p-6 at 2.7l/min. Two days after the impella insertion, the family elected to withdraw care, and the patient expired on support. The device is unlikely to have contributed to the patient's death, which was most likely due to the clinical condition of a critically ill patient with acute myocardial infarction complicated by cardiogenic shock as they presented in stage e shock. Bleeding is a known risk due to the impella's anticoagulation and purge requirements. Hemolysis and bleeding are listed as potential adverse events, and consistent with known device-related and patient-related factors documented in the instructions for use (IFU).